Event description:
The patient contacted animas on (B)(6) 2012 reporting that about one month ago the keypad buttons were intermittently unresponsive. The patient reportedly wore the pump under garment against the body and cleans the pump with a dry paper towel. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive. The ok and down arrow keypad buttons required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad buttons and the ok button contact was found to be misaligned.